Event description:
Report 2 of 5: it was reported while using bd bbl¿ chromagar® mrsa ii that qc growth promotion tests failed. During this time, a patient isolate grew a pink colony and was erroneously reported as mrsa. The isolate was confirmed to be methicillin susceptible after confirmatory testing. The remaining chromagar plates were pulled from use with patient samples. There was no health impact or consequence reported.

Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for eval: yes. D9. Returned to manufacturer: 06-may-2025. Investigation summary: during manufacturing of material 215229, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4326092 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed and there were no other complaints taken for performance on batch 4326092. There were no retention samples available to assist with the investigation of this complaint. There were no photos submitted to assist with the investigation of this complaint. One unopened 100 pack carton (number 0356) with time stamp 1631 from batch 4326092 was returned. Three of the ten returned sleeves had a tear in the sleeve film. Some plates appeared dried out and no other physical defects were observed in the returned samples. It is noted that batch 4326092 expired on 10-feb-2025 and the complaint was taken on 05-feb-2025. By the time the investigation of this complaint was underway, the plates had expired. Bd makes no claims on expired products. This complaint cannot be confirmed. Bd will continue to trend complaints for performance.

Event description:
Report 2 of 5: it was reported while using bd bbl¿ chromagar® mrsa ii that qc growth promotion tests failed. During this time, a patient isolate grew a pink colony and was erroneously reported as mrsa. The isolate was confirmed to be methicillin susceptible after confirmatory testing. The remaining chromagar plates were pulled from use with patient samples. There was no health impact or consequence reported.